Event description:
Customer reported a leaking battery during biomed testing of this pump. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.